Event description:
Patient was scheduled for a carotid stent placement. The procedure was going well until the physician tried to retrieve the filter wire after the stent was deployed. A balloon was inserted to post dilate the stent, the physician was unable to move the balloon through the stent. At that point, he tried to retrieve the filter wire with the device that is supplied with the wire. It was unable to go through the stent. Several attempts were made to retrieve the filter without success. A surgeon was consulted. The patient was transferred emergently to surgery. The surgeon noted an impacted stent. The whole device including the protective netting was removed. There was artheromatous material in the netting and a threading of the protective device wire through the substance or mesh of the stent. Also, in a regular clumping of the stent, struts were visible at the distal extent of the stent, partially representing an occlusive process of the stent per se. Following removal of the stent, the endarterectomy was carried out in a standard fashion.